Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the intersim didn't work. They turned the device off the year prior to the report. It was noted that they never found the right setting; the patient was either constipated or had diarrhea since implant. It was indicated that it helped with "pee a little." The patient mentioned that they were peeing every 15 minutes because they had kidney problems. Their kidney was only functioning at 22%. It was also reported that the diarrhea was so horrible that they had to be hospitalized and got IV fluids. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.